Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said their device keeps shutting down. Patient said when they hit the arrow they could move and unlock the controller and move the stimulation up or down but now if they press the arrow the controller will say looking for device and it's not staying connected to the implant. Patient mentioned their back was sore (pain). Agent walked patient through removing the battery pack and re insert the battery and patient confirmed they were able to connect to their implant and increase their stimulation. Agent reviewed with pt that it is normal for the controller to look for implant after it's been locked and unlocked. Pt was on setting group b 1 7.2